Manufacturer narrative:
The reported low speed and pump stoppage events were confirmed via the submitted system controller log file. Based on our complaint history and similarly reported events, the data captured in the log files is consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause for the low speed, low flow, and pump stoppage events cannot be conclusively determined. The patient remains ongoing on left ventricular assist system (lvas) support and no related events have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced required ungrounded patient cable for support with the power module was reported under medwatch MFR report #2916596-2016-02408. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that on the evening of (B)(6) 2017, while admitted for non-lvad related reasons, the nurse tethered the system controller white power cable to an regular grounded patient cable in order to check the lvad parameters. The patient¿s pump stopped. The lvad clinician assessed the event and placed the lvad on an ungrounded patient cable. The patient had been previously provided an ungrounded patient cable due to internal percutaneous lead (driveline) damage, but did not have the cable with them at the time. It was overlooked that the patient¿s lvad system should have been on an ungrounded patient cable in the hospital. It was reported that the patient was symptomatic during the pump stops. The patient spent the night in the intensive care unit without issue. The vad clinician would not try to induce the pump stop. The patient¿s aortic valve was sewn closed and reportedly opens just a very little bit. Log files from the night of (B)(6) 2017 and the morning of (B)(6) 2017 were submitted to the manufacturer for review and confirmed pump stoppages.